Event description:
The catheter was being utilized on a pt. Following the procedure, the blade stuck open and would not close. A 14 french sheath was then advanced over the catheter. The tip of the sheath pushed the blade closed. The catheter was then removed through the sheath.